Event description:
Technician alleged brakes would engage and hold, however, casters would still swivel.

Manufacturer narrative:
Technician found wear/deterioration of mechanism. He replaced casters to resolve.